Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. Photographic images were made.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Event description:
Allegedly the fourth screw was almost 2 threads in and the top snapped off during a lapdus procedure.